Event description:
Reportedly, the patient received inappropriate shocks due to ventricular overdetection by the lead. The lead was not explanted. The ICD worked well but was explanted and returned for analysis. Preliminary analysis of the returned device confirmed it operated as specified.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient received inappropriate shocks due to ventricular overdetection by the lead. The lead was not explanted. The ICD worked well but was explanted and returned for analysis. Preliminary analysis of the returned device confirmed it operated as specified.